Event description:
The customer reported that their device was depleting its battery at a very rapid rate. The customer reported that within a one month period of time, the battery depleted from a full life to needing to be replaced. There was no patient use associated with the reported failure.

Manufacturer narrative:
Physio-control evaluated the returned device and verified the reported failure. Physio determined that the cause of the reported failure was an inductor, designator l1, on the analog pcb assembly. The inductor caused enough of a current draw that it depleted the battery more rapidly than intended. The customer was provided a replacement device.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.